Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The device was successfully flushed prior to use. Reportedly, there was no obvious blood flow from the marker lumen on the first device. A second device was attempted but a link break was found after plunger removal. The sutures of two new proglide devices were successfully pre-placed. Two proglide devices were used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to a 18f and the (aaa) procedure was completed. Hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.